Event description:
The catheter balloon was tested prior to insertion. Upon placement in the pulmonary artery the balloon did not seem to pressurize. Upon removal, the balloon was unable to hold air. The defective catheter was placed to the side for later evaluation and a new catheter was used to complete the procedure. The second catheter functioned with no problems or effects to the pt.